Event description:
The following has been reported: "power supply faulty columbmeter, error-54." Reporting due to the referenced issue; no harm to patient was reported. Device history record was reviewed, no event linked with the reported issue was found. Device history log file was not provided, therefore no review could be performed. The subject device (model agilia sp mc) was not returned to our laboratory for analysis, and neither was the suspected defective spare part. Therefore, no further analysis could be performed and reported event could not be confirmed by our laboratory. However, reported events were confirmed using provided videos. Based on available information and since the subject device was not returned, the root cause of the reported event remained unknown (not returned). An internal event has been opened in order to track and investigate the root cause of technical error 54 and reduce its occurrence. To our knowledge no patient consequences have been reported. This complaint is considered as valid. The trend is abnormal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated an action.